Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv)l lead was exhibiting intermittent capture due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No adverse events have been reported.

Manufacturer narrative:
This product issue will be updated when evaluation is complete.